Manufacturer narrative:
The patient pack (lot no 432937) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged hooks can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hook of the ventricular assist device (vad) patient pack "comes out of its house." The pack was removed from service. No patient complications have been reported as a result of this event.